Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. Customer reverted to an alternate method of insulin therapy. Cts was unable to replace pump, customer stated they did not want to talk to sales on tuesday. No follow up required. There was no adverse impact to the customer's blood glucose level.